Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc (B)(4), lot y202267, exp dec 2017, 0.9% nacl injection; 100ml baxter bag (B)(4), lot p324969, exp mar 2018, meropenem; (2)non-bd green swab caps, therapy date (B)(6) 2016. The customer¿s report of a check valve failure was not confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no evidence of backflow. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that medication infused from the secondary bag into the primary bag. There is no report of patient harm.